Manufacturer narrative:
An event regarding fracture of the patella component as a result of the patient falling involving a triathlon patella was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: it is reported that the patient fell of the curb while walking and fractured his patella. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: product return, pre- and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised. Patient fell off of the curb while walking and fractured his patella as a result of the fall requiring revision of the patella and surgeon revised tibial insert at same time. No other implants were affected.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised. Patient fell off of the curb while walking and fractured his patella as a result of the fall requiring revision of the patella and surgeon revised tibial insert at same time. No other implants were affected.